Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head had a cut through the rubber of the camera cable. The issue occurred during the reprocessing of the device before a unspecified therapeutic procedure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had a cut through the rubber of the camera cable. The issue occurred during the reprocessing of the device before a unspecified therapeutic procedure. There were no reports of patient involvement.